Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. The device was returned from a facility outside of the united states without information regarding patient impact or product performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Evaluation summarypjd612930s ema wirebond - loose/detached.